Manufacturer narrative:
The pod arrived with the needle mechanism not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts were observed in the download data, but the device corrected itself. Inspection of the needle mechanism found the slide insert to be inadequate, as excess material prevented the catch bar from catching the insert as the needle deployed. The needle mechanism was reset, and the same result was observed. The inadequate slide insert is confirmed as the cause of the reported event.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 400 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.